Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, downloading the event history logs, and accuracy testing that passed, the pump was found to have a damaged downstream occlusion (dso) seal. Damaged battery compartment, and scratched lens. The customer problem was not duplicated as the customer did not complain of a specific problem but after investigation the results indicated a reportable malfunction due to the damaged dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, battery compartment, and lens.

Event description:
It was reported that the device was sent for repair following non-compliance during preventive maintenance. The customer returned the product for the non-compliance, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged. There was unknown patient involvement.